Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There has no patient harm. (B)(4).